Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair and poster repair procedure for treatment of urinary incontinence and pelvic organ prolapse. Allegedly, the pt experience damage to an organ system and pain. Pt has undergone or undergo corrective surgery or surgeries. The device remains implanted.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2010. Bard MDR#: 1018233-2010-00126. MDR ref#: 9615742-2010-00055 (avaulta anterior biosynthetic support system). (B)(4).